Event description:
Account states no caregiver function.

Manufacturer narrative:
Ucm board has visible fluid stains, no gasket kit in intermediate siderail. Technician replaced ucm board and gasket kit to resolve.